Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No unexpected no reservoir alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. Customer¿s blood glucose level was unknown. Customer stated that performed audio loss test and he test did not pass. Customer was treated with insulin pump. Customer also reported that the low reservoir alarm. Customer stated that the performed displacement test and self test and both test passed. Customer was advised the insulin pump will need to be replaced and refer to back up plan. Troubleshooting was performed for low reservoir alarm, audio issue and troubleshooting was declined for high blood glucose level. The device will be returned for analysis.